Event description:
A lead migration was reported, as well as loss of therapeutic effect to the right side of body. On (B)(6) 2009, x-ray indicated lead migration from t-9 to t-10 to t-12. The leads were explanted and replaced on (B)(6) 2010. The pt recovered without sequelae.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).